Event description:
It was reported that a prime rewind alarm was received on the insulin pump while he was trying to retrieve settings to program another insulin pump for continuation of therapy. The customer's blood glucose level was 8 mmol/l. It was explained to the customer that the insulin pump was stuck in a prime loop and he would not be able to access the settings. The customer had received another insulin pump for continuation of therapy, due to a crack in the pump that became stuck in the prime loop. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.